Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 09-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("acute abdominal pain") in an adult female patient who had essure inserted (lot no. 645018) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion medically important), heavy menstrual bleeding ("heavy menstrual bleeding"), headache ("headaches"), fatigue ("fatigue") and musculoskeletal stiffness ("stiffness in the neck"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, fatigue, heavy menstrual bleeding, headache or musculoskeletal stiffness. The reporter commented: for now I have made an appointment with my general practitioner and I am going to schedule an appointment with a gynaecologist I had already seen the doctor for doubts about my implants, but the gynaecologist told me that there was no reason to worry. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-nov-2022. The most recent information was received on 17-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("acute abdominal pain") in an adult female patient who had essure inserted (lot no. 645018) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion medically important), heavy menstrual bleeding ("heavy menstrual bleeding"), headache ("headaches"), fatigue ("fatigue") and musculoskeletal stiffness ("stiffness in the neck"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, fatigue, heavy menstrual bleeding, headache or musculoskeletal stiffness. The reporter commented: for now I have made an appointment with my general practitioner and I am going to schedule an appointment with a gynaecologist I had already seen the doctor for doubts about my implants, but the gynaecologist told me that there was no reason to worry. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Lot number: 645018 manufacture date: 2009-05 expiration date: 2012-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-nov-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.